Manufacturer narrative:
H6: the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU) states the following: "do not cut the endoprosthesis."

Manufacturer narrative:
H3: no device returned for evaluation. C19 - additional information was requested; however, the following information was not reported to gore: a) unique device identification, b) clinical images enabling direct assessment of product performance, or c) product. The available patient information did not add relevant information to further the device functionality investigation. The information provided to gore cannot be connected to a specific device; therefore, this investigation is complete. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature ¿modified fenestrated/branched endovascular aortic repair with short bridging stent to treat complex aortic dissection¿ was received through front cardiovasc med. 2024;11:1496139. The aim of the study was to improve fenestrated/branched endovascular aortic repair (f/b evar) through fabricating physician-modified stent grafts (pmsg) with short bridging stent to treat complex aortic dissection from november 2018 to january 2024. There were 82 patients [mean age 52.5 years old, 58 males] in the study. The pmsg consisted of aortic stents [lifetech or medtronic] and 4 different types of branch artery stents to include gore® viabahn® endoprosthesis [vsx]. All short bridging stents were vsx. In aortic arch group, the total reintervention rate was 5.3%. The total incidence of endoleak after surgery was 15.8%. One patient experienced retrograde dissection and was treated with open surgery. Two patients suffered endoleaks during the perioperative period, including one type ia and one type ic. During postoperative follow-up, one patient had a type ii endoleak from the bronchial artery, which was cured after treatment with coil embolization. No type I or type iii endoleaks were observed during follow-up. In thoracoabdominal aorta group, the total reintervention rate was 1.6%. The total incidence of endoleak after surgery was 11.1%. Intraoperative blood loss was 300 (iqr = 450) ml. One patient developed paraplegia. One patient experienced renal artery occlusion one year postoperatively. One patient suffered acute renal failure caused by acute thrombosis of both renal arteries one year postoperatively and cured after emergency surgery. Two cases suffered type ib endoleak from the distal tear of the aortic dissection, which were repaired with reintervention on the distal abdominal aorta and iliac arteries. One case was type ic endoleak. Two cases were type IV endoleak. One patient experienced a type iiic endoleak due to branch stent dislodgment two years postoperatively, which was repaired after endovascular reintervention.